Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported difficulty grasping appears to be due to calcium, mitral annular calcification (mac), and challenging imaging. The reported single leaflet device attachment (slda) resulting in mitral regurgitation (mr) appears to be related to challenging anatomy (severe mac). Dyspnea is a cascading effect of the recurrent mr. Mitral regurgitation (mr) and dyspnea are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade 4+ and extreme mitral annular calcification (mac). A mitraclip xtw was inserted. However, difficulties placing the clip occurred. The clip was ultimately implanted, reducing mr to a grade of 2. On an unknown date, a couple of weeks after the procedure, the patient returned for a follow up appointment with shortness of breath. An echocardiogram was performed and revealed that the clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase.